Event description:
It was reported via trial that during a left internal carotid artery stenting procedure, due to patient anatomy, difficulty was encountered while attempting to remove the nav6 filter element. An rx accunet recovery catheter successfully removed the device. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, and the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. In this case, an rx accunet recovery catheter was used to successfully retrieve the filter (additional therapy/ non-surgical procedure). As reported, it appears that the patient anatomical conditions contributed to the difficulty removing the filter. In this case, without having the product for investigation, a conclusive cause for the reported difficulty retrieving the filtration element could not be determined. However, there is no indication of a product quality deficiency. Review of the finished device lot history record did not produce any findings relevant to this event.